Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(4) 2013 - litigation papers received. Doi provided. Litigation alleges damage to the tissues and structure of the hip, inflammatory response to metal on metal hip implant, synovitis, mechanical complications, hyperactive synovium, bursal and joint scarring, chromium and cobalt toxicity, avascular necrosis and pain. There is no new additional information that would affect the investigation. The complaint was updated on: 01/09/2014.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address discomfort.